Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi and indicate a low positioned radiopaque lock and a small area of blush proximal to the manta site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr whereas a 23mm valve and sheath (18f measured sheath o.d.) Were utilized, an 18f manta was deployed for closure in the right common femoral artery. The manta device size selection guide for procedures using tavr sheaths indicates sheaths (20.0 measured sheath od) are the smallest recommended sheath size to be used in conjunction with 18f manta devices. Micropuncture and ultrasound were utilized to gain a lower positioned access. The arteriotomy was 7.0 mm, mild posterior calcification, with a depth measurement of 3.5mm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, although a post-angiogram revealed blush. The physician reported the blush was not growing and behaved like a pseudoaneurysm. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma; and the formation of a pseudoaneurysm does not signify a device failure. The physician applied three balloon inflations utilizing a 6.0 balloon which resulted in no change to the blush. The physician upsized to a 7.0 balloon and applied four-minute inflations, resolving the blush. Hemostasis was greater than ten minutes, although no further intervention was required. There is believed to be no device failure. The device was successfully implanted. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: had to balloon multiple inflations for a small blush that physician felt was a pseudo aneurysm. Additional information on 03mar2023: during a tavr procedure on the (B)(6) 2023 ultrasound and micropuncture were utilized to gain access at the bottom third of the femoral head in the right cfa. Vessel size was 7mm with mild posterior calcification and no reported tortuosity. Measured depth of the manta was 3.5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 100/47mmhg and act was 230 prior to closure. Heparin and protamine were administered intravenously during the procedure. Post procedure the physician reported that the blush was not growing and behaved like a pseudoaneurysm in his opinion. He initially ballooned with a 6.0mm balloon. After 3 inflations there was no change to the blush. He upsized to a 7.0mm balloon did a 4 min inflation and the blush was gone. No other intervention was needed. Time to hemostasis was less than 10 minutes and the patient was reported as fine post procedure.

Event description:
It was reported that: had to balloon multiple inflations for a small blush that physician felt was a pseudo aneurysm. Additional information on 03mar2023: during a tavr procedure on the (B)(6) 2023 ultrasound and micropuncture were utilized to gain access at the bottom third of the femoral head in the right cfa. Vessel size was 7mm with mild posterior calcification and no reported tortuosity. Measured depth of the manta was 3.5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 100/47mmhg and act was 230 prior to closure. Heparin and protamine were administered intravenously during the procedure. Post procedure the physician reported that the blush was not growing and behaved like a pseudoaneurysm in his opinion. He initially ballooned with a 6.0mm balloon. After 3 inflations there was no change to the blush. He upsized to a 7.0mm balloon did a 4 min inflation and the blush was gone. No other intervention was needed. Time to hemostasis was less than 10 minutes and the patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi and indicate a low positioned radiopaque lock and a small area of blush proximal to the manta site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr whereas a 23mm valve and sheath (18f measured sheath o.d.) Were utilized, an 18f manta was deployed for closure in the right common femoral artery. The manta device size selection guide for procedures using tavr sheaths indicates sheaths (20.0 measured sheath od) are the smallest recommended sheath size to be used in conjunction with 18f manta devices. Micropuncture and ultrasound were utilized to gain a lower positioned access. The arteriotomy was 7.0 mm, mild posterior calcification, with a depth measurement of 3.5mm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, although a post-angiogram revealed blush. The physician reported the blush was not growing and behaved like a pseudoaneurysm. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma; and the formation of a pseudoaneurysm does not signify a device failure. The physician applied three balloon inflations utilizing a 6.0 balloon which resulted in no change to the blush. The physician upsized to a 7.0 balloon and applied four-minute inflations, resolving the blush. Hemostasis was greater than ten minutes, although no further intervention was required. There is believed to be no device failure. The device was successfully implanted. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: had to balloon multiple inflations for a small blush that physician felt was a pseudo aneurysm. During a tavr procedure on the (B)(6) 2023 ultrasound and micropuncture were utilized to gain access at the bottom third of the femoral head in the right cfa. Vessel size was 7mm with mild posterior calcification and no reported tortuosity. Measured depth of the manta was 3.5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 100/47mmhg and act was 230 prior to closure. Heparin and protamine were administered intravenously during the procedure. Post procedure the physician reported that the blush was not growing and behaved like a pseudoaneurysm in his opinion. He initially ballooned with a 6.0mm balloon. After 3 inflations there was no change to the blush. He upsized to a 7.0mm balloon did a 4 min inflation and the blush was gone. No other intervention was needed. Time to hemostasis was less than 10 minutes and the patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.